Manufacturer narrative:
The RMA has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.665" was found to be broken off. The broken piece was returned. The root cause of broken instrument grips -tips is typically attributed to the misuse/mishandling, such as excess force applied to the instrument jaws.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the grasping portion of the tip of the cadiere forceps instrument fell off inside the patient. The fragment was retrieved during the same procedure using backup instruments. The procedure was completed with no reported injury. Fluoroscopy was brought in and the fragment was removed with a grasper. There are no photos or videos of the incident. The cadiere forceps instrument was in use less than 10 minutes when the issue happened. The surgeon does not know what caused the instrument to break. There have been no reports of any complications to the patient post procedure.